Event description:
A gj feeding tube by avanos had a faulty balloon that required replacement. This has happened three times now. The gj tube had been in place 1 week, 1 month, and 2 weeks respectively. The ref number of the part is: 8270-14-1.0-22. We have kept the boxes of the last two and both were manufactured on 2023-07-12 and had a lot number of 30268249. All care instructions were followed, and each time the balloon spontaneously failed. This has led to fluid loss, skin irritation, an inability to continue daily activities, and a return trip to interventional radiology to replace the tube. This piece of equipment is supposed to last a minimum of 6 months. Please issue a recall as this effects the ability of people using the product to receive nutrition, hydration, and medication. Reference reports mw5147730, mw5147731.